Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead showed no capture at maximum output and the lead position may have been out of place. The physician elected to replace the lead with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead (B)(6) 2014; d204trm biv ICD (B)(6) 2014. (B)(4).